Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("hcp perforated uterus with dilator when inserting essure in right fallopian tube") in a (B)(6) female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included submucous leiomyoma of uterus. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device deployment issue ("device was placed in perforation") and complication of device insertion ("device was removed intact / failed insertion"). The patient was treated with surgery (laparoscopic removal of essure from left tube, cauterization of perforation). At the time of the report, the uterine perforation, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and uterine perforation with essure. The reporter commented: bilateral tubal ligation was performed. Quality-safety evaluation of ptc: lot number c18710 (production date 29-jan-2014; expiration date 31-jan-2017). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion inserts) and hcp perforated uterus with dilator when inserting essure in right fallopian tube. Essure was placed in the perforation and removed by laparoscopy on the same day. Uterine perforation is anticipated according to the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Although this perforation occurred during dilation, before the essure micro-insert placement itself, it was seen as part of the procedure. This case is regarded as incident since a device removal was required (laparoscopy). Product technical analysis was initiated and the investigation resulted in an unconfirmed quality defect.